Event description:
It was reported that this pacemaker reverted to safety mode. As a result, this device was explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. Explant procedure was scheduled for (B)(6) 2026. No adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This report is being submitted to update section b5 and d6a and d6b. This product investigation is still in progress. This report will be updated when product investigation is complete.